Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Customer did not load a new insulin cartridge as prompted by the pump and customer¿s blood glucose increased. Customer was subsequently admitted to the intensive care unit with a blood glucose level (bg) of 400 mg/dl. Customer received intravenous saline and insulin and fluids to address the bg. Customer was released from hospital two days later in stable condition. Tandem technical support did a full pump system check and verified that pump is functioning as intended.